Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient claimed there was no sensor wire in applicator. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.